Event description:
When attempting to grab the insertion wire after inserting the snare into the stomach, it broke.

Manufacturer narrative:
This complaint is confirmed and will be reported as manufacturing related. Returned for evaluation was one disposable gasping snare. Upon receipt, the hooped snare had detached from its metal locking crimp. Gross and microscopic examinations reveal an improper crimp. Dimensional measurements for the locking metal crimp are not within specifications. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.